Event description:
The subject device was listed in the fsn on platinum devices sent in march 2018. It began to exhibit varying impedance measurements on the right ventricular coil continuity trend. The decision was taken to change the device. The preliminary analysis confirmed that the subject device was released in accordance with applicable procedures.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
The subject device was listed in the fsn on platinium devices sent in (B)(6) 2018. It began to exhibit varying impedance measurements on the right ventricular coil continuity trend. The decision was taken to change the device. The preliminary analysis confirmed that the subject device was released in accordance with applicable procedures.